Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for evaluation. Therefore, the in-house contour® next gen meter with (B)(6) and the in-house contour® next test strips from lot # 4bheg09a were used for in-house testing, using blood spiked with glucose at 134 mg/dl and 67 mg/dl, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that the customer performed blood glucose testing with the contour® next gen meter and obtained readings of lo (indicative of a reading below 20 mg/dl) at 9:02 am and 9:03 am, 55 mg/dl at 9:03 am, 97 mg/dl at 9:04 am, and another lo reading at 9:08 am. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.